Manufacturer narrative:
We are awaiting device return. Once we have completed our investigation, a follow-up report will be submitted.

Event description:
It was reported that the agilis sheath was inserted into the left atrium and the lasso catheter was inserted into the agilis. A few minutes after insertion, a clot was noted on the agilis/lasso from the ice machine. The patient was in stable condition following the procedure.